Event description:
(B)(4). I had filshie clips placed as a means of sterilization during a cesarean section. Since having the tubes placed, I have experienced multiple symptoms I did not have before placement. These symptoms include severe lower right and left abdominal pain when coughing and sneezing, heavy menstrual bleeding, severe menstrual cramps, feelings of depression, anxiety, and doom, high blood pressure, weight gain, trouble sleeping, and lack of sex drive. I am now looking into having the clips removed.